Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During system testing, review of the device's alarm log found evidence an the air in line alarm. This confirmed the reported condition. The cause was determined to be an air in line sensor being out of calibration. In order to address this condition, the air in line sensor was calibrated. The device was returned to the customer in good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump experienced an air alarm. It is unknown at what step of the process this occurred. There was no patient involvement. No additional information is available.